Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a transplant as their status was escalated due to infection. Additionally, it was reported that the patient was admitted on (B)(6) 2025 and the source of infection was driveline infection. They had drainage and antibiotics were provided for treatment. The device operated as expected and will not be returning.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.